Manufacturer narrative:
Device returned with no lot ID. Based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to why the reported catheter "burst" during surgery. The instrument was rec'd in good physical condition. The balloon was examined and was found to be functional, with no deformations or anomalies observed. The catheter was leak tested and leakage of the joint occured, but the balloon was found to function as designed. It was concluded that leakage from the joint occured due to a mfg process error and/or an aging issue. Each instrument is evaluated during the assembly process to ensure that it functions properly and within design specs. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continously improve co's products.

Event description:
The instrument was used during a laparoscopic cholecystectomy. The surgeon attempted to inflated the balloon on the cholangiogram catheter when it burst. There was no consequence to the pt.